Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular lead exhibited non-sustained oversensed noise. Programming changes were made. The patient was stable.

Event description:
New information indicates that the oversensing led to pacing inhibition. The patient did not experience inappropriate shock as a result of the oversensing.